Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and pain. No further patient complications were reported.